Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons not responding very fast. The customer stated that numbers was ramping on their own. Customer stated that the scroll bar was moving with no input. Customer reported that the insulin pump not exposed to a change in altitude. Block mode was inactive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.